Event description:
The complainant reported that the rotator broke during an angiography procedure. Flow rate: 0.8 ml/sec, volume: 5.9 ml, pressure: 690 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval is not complete. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Eval, method: device history records were reviewed, complaint database was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when add'l info is available.